Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported on (B)(6)2022 that the patient had a fall at home overnight. The patient attempted to get out of bed to use the restroom and fell, which caused a tug at the ventricular assist device (vad) driveline anchor and the securement device ripped off. The dressing was intact with new scant bloody drainage. The dressing was changed and the driveline anchor was replaced with a small amount of continued drainage noted. On (B)(6)2022 the patient fell a second time. The patient was getting out of bed to use the restroom and fell head first, causing a nosebleed. The patient and caretaker were unable to stop bleeding with pressure so the patient was instructed to go to the emergency department. The computed tomography of the head showed a fractured nasal bone with no intracranial bleeds. The nasal passage was packed and bleeding stopped. The patient was discharged home with the plan to follow-up with the vad team. At the follow-up appointment, the decision was made to admit the patient for frailty, new oxygen requirement and a supratherapuetic international normalized ratio (inr). Repeat imaging showed a c4 fracture that required surgical intervention. All anticoagulation was held for greater than 72 hours.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of bleeding could not be conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, entitled ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, entitled ¿patient care and management¿, provides information regarding the recommended anticoagulation regimen and international normalized ratio (inr) values as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.